Event description:
IV safety needle sheath did not cover the tip of the needle after the rn performed IV start. The rn did receive a needle stick. The needle was retained, however on placing in the container; the needle did retract as was originally intended.